Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the indication for surgery? Bleeding from tissue. What was the surgical procedure? Laparoscopic surgery cholecystectomy. Was the ethicon lc800 clip cartridge base used to load the clips? Complaint regarding lt300 not lc800. Was the lt300 clips used with an ethicon clip applier or an olympus clip applier? Olympus clip applier.

Event description:
It was reported that during an unknown procedure, customer used clip appliers from olympus company. Physician reported issue during removing clips from clip applier. Clips cut tissue and blood vessel, physician reported some bleeding. Re-operation was necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n55k3k. The reload was received sterile and with no apparent damage. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 6 clip as intended. The clips were formed as intended and conforming to our manufacturing requirements. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.